Manufacturer narrative:
(B)(4). Additional information: never able to obtain insufflation with the trocar. The cylinder was checked and it was ok. When they changed trocars, everything worked fine. Does this trocar have the optiview technology? Unk. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? If so, what device? No. Was any torque being applied to the trocar or device? Na. Case was a lap appy. Could not insufflate abdomen. Changed tubing but it did not work. Changed trocar and abdomen began to insufflate. No patient consequence. Product was not reprocessed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Leak failure. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. An investigation has been initiated. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling?" Or "hissing"? Unk. If so, did the "noise" prevent insufflation? Please describe the noise. Unk. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Na. What was the gas consumption rate or volume (liter/minute)? Unk.

Event description:
It was reported that during an unknown procedure, the surgeon was unable to insufflate through this trocar. There were no patient consequences. Case completed with another device of the same product code.